Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the trial patient was not feeling stimulation. The patient had already increased stimulation a couple of times. The patient increased stimulation to 11.3v and couldn't feel any stimulation. The patient had error code 59 on the external neurostimulator (ens) controller. It told the patient they couldn't go any higher. Everything still seemed to be connected. The hcp determined the cause of the lack of stimulation to be that both of the patient's trial leads dislodged immediately post-insertion. The lack of stimulation had not been resolved.